Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a pump motor stall occurred and was confirmed by event logs with no motor stall recovery recorded. The motor stall was caused by the patient having magnetic resonance imaging (MRI). The patient had recently relocated and the new healthcare provider (hcp) read the logs and saw the motor stall had occurred on (B)(6) 2013, with tube set on (B)(6) 2013. The patient had an MRI at the end of august. The reservoir volume showed 4.2ml with a low reservoir alarm date of (B)(6) 2013. No alarms were heard and the critical alarm interval was set to every 10 minutes. The hcp re-interrogated the pump 3 times and no motor stall recovery occurred. The hcp accessed the pump reservoir and removed 5ml. As the hcp accessed the pump she heard the critical alarm. The patient also indicated this was first time they had heard the alarm. The hcp refilled the pump and sent the patient home. The patient was not feeling any withdrawal symptoms; however, the hcp stated that the patient had been in the hospital in (B)(6) 2013 with increased spasticity and a high temperature that were attributed to a urinary tract infection (uti) and was treated as such. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.